Manufacturer narrative:
The insulin pump was received and powered up properly after battery install. Unit was received with operating currents within specifications and were no display anomalies. The insulin pump was received with cracked case at the display window corners, minor scratches on the lcd window and broken reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is turning off and is not staying on. Customer does not recall any significant events leading to the error. Customer's blood glucose was 123 mg/dl recently but does not know what it was at the time of the incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.